Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge correctly, allowing the caller to successfully resume insulin therapy, and the issue was resolved. Cts replaced pump, customer reverted to an alternative method of insulin therapy.